Event description:
It was reported the sensor fell out during insertion. Customer's blood glucose was 400 mg/dl. Customer stated the sensor was at the site for 15 to 20 seconds. Assistance was provided in how to properly insert the sensor. No further information reported.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.